Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57-65 mg/dl. The cause of low bg levels was unknown. The customer was unconscious because of the low bg and received third party assistance from emergency medical services (ems), who provided glucose tablets to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.